Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined the event is likely related to a packaging issue. Corrective action has been initiated to address reported issue. Investigation results concluded that the reported event was possible due to that the sub-components are not verified upon issuance to production work orders, or the sub-components are not issued to the production work orders, or the sub-components are not packaged with the production work order. So for the reported issue the root cause is attributed to be manufacturing deficiency. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number (0001822565-2017-04094). Upon receipt of additional information, this report will be completed under manufacturing report number (0002648920-2017-00515). Remains implanted.

Event description:
It was reported during a knee arthroplasty, the screw was missing from the plate. The surgeon went ahead and implanted the product in the patient with the screw missing.